Event description:
Customer reportedly received results 581 mg/dl and 199 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
It was reported that the patient underwent a c1-c2 fusion using pedicle screw fixation and rhbmp-2/acs. At an unknown time post-op, the patient presented with a post-operative infection that was treated with conservative antibiotics and local wound care.